Manufacturer narrative:
The reason for reoperation is rupture and silicone migration. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient experienced the events of ¿lymph nodes with free silicone in the axillary regions bilaterally¿ and ¿solid nodule on the left breast, benign in appearance¿ the device remains implanted.